Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing. The patient stated that the cgm sensor did not get signal and when they pulled it out they did not note a wire attached to the sensor pod or protruding from the skin there was no indication that the product caused or contributed to an adverse event.